Event description:
Caller reported damage to the pump involving the usb port and pins, which impacted the ability to charge the device. There was no adverse impact to the customer¿s blood glucose level. Customer decided to use syringes as backup therapy to ensure uninterrupted insulin delivery while tandem technical support arranged for a replacement pump with updated software. Customer was informed of the necessary steps to take upon receiving the replacement and agreed to return the problematic pump with the provided materials.

Manufacturer narrative:
Allegation captured in MDR#3013756811-2025-155826.